Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during demonstration of the pump, the pump would begin delivery of saline and then the saline would be sucked back into the tubing. There was no patient involvement.